Event description:
An actuator rod of the hoyer lift snapped at the base of the motor while patient was being transferred from the bed to wheel chair via hoyer. During the transfer, a snap was heard and resident fell on his buttocks against the wheel chair foot pedal. There was no operator error during this transfer. Patient did not sustain any injury, but was evaluated at the ER and returned to the facility.